Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt was having difficulty changing programs and was experiencing overstimulation sensations. The physician explanted and replaced the lead on (B)(6) 2010. The explanted lead was not returned to ans for evaluation. Follow up on pt found that she has no further issues reported.